Manufacturer narrative:
The results of the qiareach sars-cov-2 antigen test were used as intended and in accordance with cdc guidelines to run a confirmatory naat. Although no adverse outcomes were reported qiagen is reporting this event in an abundance of caution and in accordance with eua requirements.

Event description:
Specimens which tested positive on qiareach sars-cov-2 ag test were negative on a pcr assay.